Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles failed to retract when the safety button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "safety mechanism on 3 different IV catheters did not engage when users pressed the safety button on IV catheter upon IV insertion on patient."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: unknown. Unknown, (B)(6) has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5099940. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needles failed to retract when the safety button was pressed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "safety mechanism on 3 different IV catheters did not engage when users pressed the safety button on IV catheter upon IV insertion on patient."